Manufacturer narrative:
Rotational sensor malfunctions were observed in conjunction with an 0x41 alarm, indicating, rotational sensor maximum summed error table. Contamination was observed on the commutator cap. The pod was unable to complete a rerun in an attempt to replicate the rotational malfunctions. Because the rotational malfunctions were unable to be replicated, it could not be conclusively determined if the commutator cap is the root cause of the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 16.7 mmol/l (300.6 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for a hazard alarm sounding during operation.